Event description:
It was reported the monitor displayed a faulty speaker, there was no indication of sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and agreed to dispatched a philips field service engineer (fse) onsite. The fse confirmed with the customer the x2 speaker completely out of sound and the mx800 sound was ok. The customer was provided with a replacement speaker assembly to resolve the issue. After the speak assembly was replaced, the unit returned to specification. No further investigation or action is warranted at this time. Reporter phone # (B)(6) reporting institution phone (B)(6).